Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that a polaris loop ureteral stent was to be used in a laser lithotripsy under right ureteroscope procedure. During unpacking, when the physician pulled the stent out, it was fractured. The procedure was completed with another of the same device and there were no patient complications reported.